Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
On-site investigation performed by field service engineer revealed that the issue was solved by replacing moisture trap of the expiratory cassette. The expiratory cassette is only measuring and its failure would not affect ventilation. Therefore, this situation is not-safety related, the issue will be noticed before use and appropriate measures can be taken. Correction of fields # d1 brand name, # d4 version or model was required. D1 brand name - previous brand name: servo-I, corrected brand name: servo-I base unit, d4 version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 10/22/2015.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. However, despite several reminders, we didn't receive the confirmation of any part replacement nor any the part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established.

Event description:
Manufacturer's ref #: (B)(4).